Event description:
It was reported that during a lap appendectomy procedure, the cartridge slipped out of the device. Used a second device to complete the case. No pt consequence reported.

Manufacturer narrative:
Date sent: 06/05/2008. Info anticipated, but unavailable at this time.